Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit had static on screen.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit. To fix the issue, the fse replaced coiled cable, display, pcb for video receiver, mounting plate and video receiver cable and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit had static on screen. There was no patient involvement.